Event description:
A double lumen umbilical catheter made of silicone was inserted in a patient and infusing maintenance fluids. The patient was "wet" around the umbilicus. The catheter was removed and a hole was found in the silicone portion of the umbilical line.